Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure in heavily calcified, 85-90% stenosed lesion in the proximal right coronary artery. A 5.0 x 8 nc trek balloon was prepped without any difficulty, inserted into vessel and inflated one time to 15 atmospheres without incident. The balloon was deflated and during the removal of the balloon from the patient's anatomy, there was slight resistence felt. The physician inspected the balloon and saw that the balloon did not fully re-wrap. There was no adverse patient effect or sequela. Though requested, there was no additional information provided.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found blood and contrast visible in the inflation lumen, balloon, hub and on the shaft, consistent with preparation and a rupture while in the patient anatomy. The balloon was loosely folded and was returned in a tri-fold. There was balloon peeling in the distal taper and in the middle of the balloon. An indeflator, filled with water, was used in an attempt to inflate the balloon when fluid was observed leaking from a pinhole rupture 2 mm distal to the proximal shoulder. There were no scratches visible. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. In this case, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as heavily calcified and may have contributed to the reported difficulty and the noted peeling on the balloon. The catheter was ultimately sent to the scanning electron microscopy (sem) lab for further analysis, which confirmed a leak in the balloon. It was determined that the balloon failure may have been attributed to mechanical damage to the outer surface. It is likely that the balloon material was damaged (scratched) during interactions with accessory devices, or the heavily calcified lesion, such that the balloon ruptured during the first inflation. Additionally, as the balloon was ruptured, this would contribute to the balloon unable to fully deflate and refold properly, contributing to the resistance during retraction. Further it should be noted the nc trek instructions for use states: with 4.5 mm and 5.0 mm balloon dilatation catheters, some increased resistance may be noted upon insertion or withdrawal into or out of the guiding catheter. Choosing a larger guiding catheter size may minimize this. To ensure this type of occurrence is not a result of a potential product deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure.